Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the customer found, during a device check that their autopulse platform displayed a user advisory (ua) 12 (lifeband not present). The customer replaced the lifeband to a new one, however the platform displayed the ua 12 again. No patient involved. No further information provided.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll azm for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform archive was performed and user advisory (ua) 12 (lifeband not present) and ua 18 (max take-up revolutions exceeded) were observed to have occurred during the event date of (B)(6) 2015. During functional testing, the screw on the lifeband detect switch was loose. The screw was tightened to remedy the error messages. In additional, the internal battery was also replaced. Based on the investigation, the internal battery was replaced. In summary, the customer's reported complaint of autopulse displaying ua 12 was confirmed during archive review and functional testing and was attributed to a loose screw on the lifeband detect switch. After tightening the screw, the platform passed all testing criteria.